Manufacturer narrative:
During device evaluation at olympus during evaluation it was found due to a pinhole on the channel-tube water tightness is lost, no electrical continuity due to corrosion on distal end, due to wear of angle wire bending angle in up direction does not meet the standard value, due to wear of angle wire the play of up/down knob is out of the standard value, adhesive on the distal sheath-rubber has a chip, adhesive on the distal sheath-rubber has white-clouded area, due to a dent on the channel-tube the forceps cannot be inserted smoothly, adhesive around objective lens is peeled, adhesives around the light guide lens has white-clouded area, and the plastic distal end-cover has a burn. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges or if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.

Event description:
The customer reported to olympus, the flex video scope had issues inserting the forceps insertion. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the distal tip was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the distal end of device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the distal end of device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 290 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.